Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hyperglycemia and she was alleging the insulin pump for under delivery. The customer's blood glucose level was 476 mg/dl at the time of the incident. The customer's other blood glucose values were over 500 mg/dl, 420 mg/dl, 467 mg/dl, and 256 mg/dl. The customer was assisted in troubleshooting. The customer was treated with manual injection and insulin pump. The insulin pump will be returned for analysis.